Event description:
The customer reported through our customer service representative, an event related to the breakage of the product involved. The broken part was retrieved from the patient. No adverse consequences reported by the user. The surgeon completed the procedure using another item available in the theatre.

Manufacturer narrative:
Device is not available. If the device or additional information becomes available it will be reported on a supplemental report.